Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8015 error code 111.2000. Customer was having this error code 111.2000 and wanted to send it back. I explain to the customer that the error is a logic board. I also explain to the customer that he could replace the logic board and this will erase that error. The customer stated that they where hoping that it wasn't the logic board but wanted to be sure. The customer said ok and that they will just send in the unit. And the call was ended.